Manufacturer narrative:
(B)(4)

Event description:
Received e-mail from sales representative, (B)(6). A customer contacted him with a product complaint. E-mail stated, "while doing the procedure, dr. (B)(6) was using blue silicone vessel loops. He noted that while using them they were breaking while in use, this happened several times during the procedure, although I do not know exactly how many times." The device was in use during the alleged malfunction/event, no injury reported.